Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. During the power on self-test and the alarm log review an f-94 alarm was identified. The alarm was caused by depleted battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.